Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d10, h8 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the adhesive at the bendinging rubber was chipped and missing. Based on the results of the investigation, it is likely degradation and wear led to the malfunctions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed a doubled image when the left/right angulation was operated. The issue was identified during setup and pre-use inspection, prior to the patient entering the room. There was no patient involvement.